Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the unit leaked around the cone tip of the uniport plus. A replacement device was used to complete the procedure. No patient complications were reported.